Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported high blood glucose and was treated with a manual syringe. Troubleshooting was performed and it was found that the customer alleges under-delivery of insulin. The customer receives a low battery alert prior to the replace battery alert or replace battery now alarm. No further patient complications were reported. The customer will discontinue using the insulin pump and it will be returned for analysis.

Event description:
Updated summary: the device was returned for analysis. Customer treated high bg using insulin pump and manual injection/insulin pen.

Manufacturer narrative:
The customer alleged the pump is under-delivering causing high bgs and it was less than 8 hrs from the low battery alert to replace battery alert/replace battery now alarm (unexpected battery power loss) on (B)(6) 2022. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08685 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery power loss or power-related alarms were noted during testing. A review of the pump history file reveals a total of eleven (11) low battery alerts during the year 2022 on (B)(6) and no change battery fault (replace battery) alerts or off no power (replace battery now) alarms were found. The pump history file confirmed the battery lasted more than seven (7) days. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. Unexpected battery power loss and power/battery-related errors are not confirmed. Please see below for the following programmed bolus deliveries for the event date (12/11/2022): on (B)(6) 2022 09:46:47.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 69000 (6.9 u) bolus amount delivered: 69000 (6.9 u). On (B)(6) 2022 17:04:21.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 47000 (4.7 u) bolus amount delivered: 47000 (4.7 u). On (B)(6) 2022 19:25:45.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 28000 (2.8 u) bolus amount delivered: 28000 (2.8 u). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. Retainer = black. Case type = ngp. The customer alleged the pump is under-delivering causing high bgs and it was less than 8 hrs from the low battery alert to replace battery alert/replace battery now alarm (unexpected battery power loss) on 12/11/2022. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08685 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery power loss or power-related alarms were noted during testing. A review of the pump history file reveals a total of eleven (11) low battery alerts during the year 2022 (5/23, 6/21, 9/10, 9/23, 10/5, 10/15, 10/28, 11/05, 11/17, 11/30, and 12/11) and no change battery fault (replace battery) alerts or off no power (replace battery now) alarms were found. The pump history file confirmed the battery lasted more than seven (7) days. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. Unexpected battery power loss and power/battery-related errors are not confirmed. Please see below for the following programmed bolus deliveries for the event date (12/11/2022): 12/11/2022 09:46:47.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 69000 (6.9 u) bolusamountdelivered: 69000 (6.9 u) 12/11/2022 17:04:21.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 47000 (4.7 u) bolusamountdelivered: 47000 (4.7 u) 12/11/2022 19:25:45.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 28000 (2.8 u) bolusamountdelivered: 28000 (2.8 u). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.